Event description:
It was reported via repair work order that the brakes could not hold due to worn brake rings. It was also reported that the side rail could not remain latched due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.